Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication failed error and the x-ray was disabled. A communication error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.